Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump alarmed for button error and battery out limit. Blood glucose reading was 212 mg/dl. Customer stated that the insulin pump fell into the sink. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed button error and no button response due to corroded keypad traces. Insulin pump was unable to verify battery out limit due to button and keypad anomaly. Insulin pump received with cracked display window corner, battery tube threads, reservoir tube, broken reservoir tube lip, minor scratches on display window and moisture damage found on the electronics and motor.